Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving bupivacaine [20 mg/ml] at a rate of 5.165 mg/day and dilaudid [20 mg/ml] at a rate of 5.165 mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant and chronic low back pain. It was reported that the healthcare provider (hcp) was trying to perform a dye study on (b)(6 2017, but the hcp could not aspirate the catheter. The manufacturer representative did not know why the dye study was being performed. The catheter was being revised on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-feb-28. It was reported that the inability to aspirate the catheter was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's medical history included back pain which started several years ago that radiated to the buttocks, bilateral posterior thigh, bilateral hip, bilateral lower leg, and bilateral shin. The pain was described as sharp, dull, aching, burning, constant, and severe. Symptoms associated with the pain included leg numbness, foot numbness, leg weakness, foot weakness, back stiffness, leg pain, and paravertebral muscle spasms. Additional pertinent medical history included herniated disc (lumbar), sciatica, spinal stenosis (lumbar and cervical), osteoarthritis (hip and shoulder), cholelithiasis, shoulder injections for rotator cuff syndrome, disorder of the right rotator cuff, lumbosacral radiculopathy at s1, lumbago, neck pain, postlaminectomy syndrome, lumbar degenerative disc disease, cervical spondylosis without myleopat, sacroiliitis, dermatitis, cholelith, essential hypertension, idiopathic peripheral neuropathy, chronic pain disorder, and opioid dependence. The patient's past surgical history included l2 and t11 kyphoplasty on (B)(6) 2016, a lung biopsy, a fractured hip, a kyphoplasty at an unknown level, back surgery with rods placed at l4-l5, sacroplasty on (B)(6) 2014, a cervical fusion in 2014, and a cholecystectomy. The patient was reportedly allergic to tetracyclines and required used of an assistive device. The patient also reportedly had a fall in (B)(6) 2016 which resulted in moving to an assisted living facility and an increase in pain. Concomitant medications included hydrocodone-acetaminophen, levocetirizine dihydrochloride, lasix, potass ium chloride, calcium 600, promethazine hcl, and metoprolol tartrate. It was noted that at the patient's refill on (B)(6) 2017, an unexpected volume of 12ml of clear fluid was aspirated from the pump. The expected reservoir volume was 3.7ml. The pump was refilled with 22ml of dilaudid at 20mg/ml and 20mg/ml bupivacaine at 20mg/ml over 3 minutes. It was additionally noted that after the catheter revision on (B)(6) 2017, the infusion rate was decreased to 1mg/day. Additional information received from manufacturer representative on 2017-jun-13 reported prior to the catheter revision volume discrepancies were seen, which led to the catheter dye study and the catheter revision. The rep had no additional information about the past volume discrepancies. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jun-30 reported information previously reported regarding the refill on (B)(6) 2017 in which the expected residual volume (erv) was 3.7 ml, but they obtained 12 ml. The patient then had a dye study, but they were unable to aspirate the catheter, so the patient was taken to surgery on (B)(6) 2017. During surgery the catheter was replaced and the pump was retained. The pump was aspirated at that time and the full 20 ml from the (B)(6) 2017 was still in the pump. The pump was refilled with 20 ml of dilaudid and they were reprogrammed at a lower daily rate. At some point after that on an unknown date, the patient was admitted to the intensive care unit (ICU) for pneumonia and subsequently placed on hospice in a nursing home. No further complications were reported/anticipated.